Event description:
It was reported by provider that the m61r power chair, after the end user stops the chair, the chair will change speed setting by itself and when she attempts to engage the joystick, . The provider states the joystick has been reprogrammed but the end user states the joystick is still malfunctioning.